Manufacturer narrative:
Additional information indicates that incident was already reported on in MDR-2017-32740, any further information and device analysis will be included in MDR-2017-32740.

Event description:
Additional information indicates that incident was already reported on in MDR-2017-32740.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient had two leads from the same lot. It was reported the patient underwent surgical intervention on (B)(6) 2017 to replace and remove the ipg (reference MFR. Report: 1627487-2017-03671) and during the procedure the leads were reportedly cut for ease of removal and new leads were implanted. The cut leads were left implanted. Postoperative programming is pending.